Event description:
It was reported that the downstream occlusion (dso) seal was ripped. There was unknown patient involvement.

Manufacturer narrative:
H3: one device was received for evaluation. The service history of this device showed no previous repairs in the last 12 months. The event history review found no relevant history. The reported issue was confirmed through visual inspection. The cause of the reported issue was a delaminated and ripped downstream occlusion (dso) seal. The reported issue was resolved by replacing the dso seal. The dso/upstream occlusion (uso) sensor was calibrated. A performance verification testing (pvt) was performed, and the device passed all testing criteria. Software was updated and the device was reset to standard configuration.